Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak. The reporter stated that since the pump implant in (B)(6) 2012 the patient had a csf leak at the lumbar site. The patient had a CT scan performed and the system looked intact; however, there was questioning of leakage from around the catheter at the lumbar site. The physician applied a purse string suture at the entry site of the catheter. He was not able to visualize any csf leak, but put the suture anyway. It was later reported that the pump and catheter were explanted on (B)(6) 2012. Csf was observed at the pump and right anterior abdominal wall on (B)(6). The patient experienced poor pain control and "fullness at lumbar and pump". The medication used in the pump was unknown. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).